Manufacturer narrative:
A steris service technician arrived onsite following the reported event and found that connections from the touch panel to the hexavue custom room rack required securing and tightening. The technician performed service activities, tested the function and operation, confirmed the device to be operating to specification, and returned the device to service. No additional issues have been reported.

Event description:
The user facility reported that their touch panel to their hexavue custom room rack was "flickering". The event did not occur during a patient procedure. No report of injury.